Event description:
A surgeon reported that following a glaucoma filtration device implantation, the shunt was blocked. The surgeon exchanged the shunt for another filtration device. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).